Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the power circuit board was not functioning, which caused the drawer failure. It was also found that the drawer was equipped with an older, problematic inseparable component on the latching mechanism, where the magnet tended to fall out, potentially leading to future drawer failures. A field service engineer replaced the power circuit board, retractor, and inseparable component to resolve the issue. After the replacements, the drawer functioned normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed and not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.